Manufacturer narrative:
If additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the delivered tidal volumes and measured leak percentages were all within manufacturer specifications. No failures were detected with the device. It is suspected that the patient's condition contributed to the event and that the reported "circuit occlusion" alarm was a valid alarm detecting an occlusion through the patient's endotracheal tube.

Event description:
The customer reported that while the avea ventilator was in use with a patient, the ventilator was alarming "circuit occlusion" and there was a discrepancy in tidal volumes. The customer stated that they reintubated the patient due to the unknown factor of why the patient was not ventilating effectively. No information was provided if the ventilator was switched out after the reintubation and no information was provided regarding any patient harm or injury.